Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 212 mm from the distal end of the strain relief. Multiple kinks were also noted along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2018. It was reported that crossing difficulties were encountered, shaft kink and shaft break at a portion that cannot enter the body occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 10x3.5mm, concentric, de novo, with a >45 and <90 degree bend target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. When the physician was trying to cross the lesion, moderate resistance was encountered and the shaft near the port of the hemostatic valve got kinked. The shaft was then cut approximately 12 centimeters from the valve. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break at a portion that can enter the body.